Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿was not sitting flat.¿ it had reportedly ¿turned and was sitting sideways.¿ this was indicated to have happened about a week prior to the report. It was ¿doing it like before¿ but ¿it would always like go back to the flat part.¿ this time; however, it did not and the patient had not been able to ¿flatten it¿ and ¿didn¿t know which way to turn it to flatten.¿ the reporter indicated that the patient had tried to get it flat but it ¿didn¿t feel good¿ when she did that. The patient was scheduled for an appointment with her healthcare provider the following day. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# v009505, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).